Event description:
Our operating room has experienced problems with the cold knife breaking during use. This knife is used to correct uretheral strictures. Each time the knife was inside the pt when it broke. There have been 3 incidents where the knife fragment was removed, however, a recent incident occurred where the surgeon and his team were unable to remove the knife fragment. The product is no longer being used.device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.